Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 life threatening was erroneously selected on the initial manufacturer device report number 1220648-2025-26449. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26449 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had placed a impella cp to support a patient admitted in with st-segment elevation myocardial infarction and in need of coronary artery bypass graft. The cp was supporting when limb ischemia prompted the team to place a fem-fem bypass. The pump remains on for support.